Manufacturer narrative:
H3 - evaluation summary: based upon the inquiry info received, visual and functional examination; the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the affiliate during a breast biopsy procedure, during the procedure, the mmt displayed error code 'l4'. Then changed another mmt to continue the procedure, however its touch screen had no response. At last changed third one to complete the or. There was no adverse pt consequence.